Manufacturer narrative:
(B)(4). The healing abutment was returned. The screw hex was damaged and stripped, likely due to the removal process. There was no damage noted to the threads or seating surface of the abutment which would cause or contribute to a stuck condition. As the abutment was returned separated, the complaint cannot be verified. The device history record review for the healing abutment was performed and no related non-conformances were found. A definitive root cause has not been determined.

Event description:
The dentist reported that when the implant was ready for restoration, the healing abutment did not disengage so was unable to remove it. The internal aspect of the (healing abutment) screw made a "cold steel" fusion to the internal aspect of the implant. The healing abutment was removed, but with force.